Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of valve central regurgitation and improper leaflet coaptation were unable to be confirmed due to unavailability of imagery /medical report. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets. According to the technical summary, extensive investigations have confirmed that no device malfunctions or manufacturing nonconformances were involved in the reported failure. It is possible that one or more patient/procedural factors identified in the technical summary may have contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined . Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, one of the leaflets did not work properly. Due to improper leaflet coaptation, the normal functioning of leaflet is impacted resulting in observed central leak. As such, available information suggests that patient factors (improper leaflet coaptation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tpvr in a previously implanted conduit with a 23mm sapien 3 valve. As reported, the 1st 23mm s3 valve was implanted but demonstrated moderate to severe regurgitation post deployment. Intracardiac echocardiography (ice) demonstrated one leaflet appeared to be "missing" or suspected pinned against valve frame, only 2 leaflets coapting were noted with significant central regurgitation. The cause of the defect was unknown. A second 23mm s3 valve was prepped and implanted without complication. Ice post 2nd valve demonstrated normal leaflet function with no leak and a peak gradient of 8mmhg. The patient left the room in stable condition.